Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was stuck on the device sheath after removal. The device was removed after waiting 3 minutes. There was no reported patient injury. The malfunction was identified upon device removal. The procedure was an interventional procedure performed using an antegrade approach. The deployer was certified on the mynx device three years ago. A 6f brite tip cordis sheath introducer was used. The puncture site was arterial, femoral vessel suitability was verified, there was no vessel tortuosity, and there was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved with manual compression for less than 30 minutes. The sealant remained on the mynx control device and was not dislodged into the vessel. The device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. One non-sterile 6f/7f mynx control vascular closure device (vcd) associated with the reported complaint was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the device. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was found deflated, and the core wire was present. The atraumatic tip exhibited no evidence of damage or abnormal condition. No additional anomalies were identified during this analysis. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the device was received in a deployed state. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant being stuck to the device during removal, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was stuck on the device sheath after removal. The device was removed after waiting 3 minutes. There was no reported patient injury. The malfunction was identified upon device removal. The procedure was an interventional procedure performed using an antegrade approach. The deployer was certified on the mynx device three years ago. A 6f brite tip cordis sheath introducer was used. The puncture site was arterial, femoral vessel suitability was verified, there was no vessel tortuosity, and there was no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for less than 30 minutes. The sealant remained on the mynx control device and was not dislodged into the vessel. The device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. The device was returned for evaluation.